Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the insulin pump had been randomly rebooting without user input. The battery was reportedly replaced at the time of the alleged event without resolution of the issue. The reporter stated this had happened twice within the prior three days. The reporter stated that the battery life indicator showed three bars. The battery cap was reportedly replaced within the past one to three months and the battery cap was not damaged. A new battery and battery cap were not available to use during troubleshooting by customer technical support. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power interruption issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed reboots recorded in the black box. On examination, there was no damage to the battery compartment or the battery cap. The battery cap was tested and noted to be within specifications. The battery cap was able to be secured properly to the pump. On testing, the pump powered on normally without alarms. The pump was exercised for 24 hours without power issue or alarms. The pump was opened for further investigation and did not reveal any damage to the pump's interior. Investigation was unable to duplicate the complaint.